Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: additional information received from company rep. Via email on 09oct2024: I reported an issue with ca500 from my customer#: (B)(6) yesterday. I couldn't provide any information ¿ I know this is not ideal. The clipper was founded know, but it is almost likely from an order of last year. There was some construction work in the operating room. The hospital had so many problems with our clipper, that we taken back some boxes in december last year. The one I have now, was forgotten. Please let me know, what else I can do. The customer is fine as far as he gets a replacement, some explanations from our side are not needed, since the clipper lately works perfect. The customer was so upset about the difficulties with our clipper, that they just didn't want to use it anymore. I have the unsterile product with me and would like to send it to you. It was the last year problem related issue we had ¿ I know I should provide more information, but I can't. Additional information received from company rep. Via email on 18oct2024: the faulty device was an older lot with the knowing issues. The new delivered clipper don't show that problems anymore. Issue experienced with the device was clip could not be loaded into the jaws. Intervention: unknown. Patient status: no patient harm occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded and fired properly during testing. No visible non-conformances were observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. A historical trend analysis and review of production records was performed, and no trends were identified.

Event description:
Procedure performed: unknown. Event description: additional information received from company rep. Via email on 09oct24: I reported an issue with ca500 from my customer #1013025 yesterday. I couldn¿t provide any information ¿ I know this is not ideal. The clipper was founded know, but it is almost likely from an order of last year. There was some construction work in the or. The hospital had so many problems with our clipper, that we taken back some boxes in december last year. The one I have now, was forgotten. Please let me know, what else I can do. The customer is fine as far as he gets a replacement, some explanations from our side are not needed, since the clipper lately works perfect. The customer was so upset about the difficulties with our clipper, that they just didn¿t want to use it any more. I have the unsterile product with me and would like to send it to you. It was the last year problem related issue we had ¿ I know I should provide more information, but I can¿t. Additional information received from company rep. Via email on 18oct24: the faulty device was an older lot with the knowing issues. The new delivered clipper don¿t show that problems anymore. Issue experienced with the device was clip could not be loaded into the jaws. Intervention: unknown. Patient status: no patient harm occurred.